Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states the joystick is hard to turn on and once its on, it will not turn off.